Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer would change the pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate, and that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge and resumed insulin therapy. Customer's blood glucose level was 126 mg/dl.